Manufacturer narrative:
It was reported that the mesh was implanted on (B)(6) 2011 to repair an incisional hernia. The patient experienced a recurrent hernia on (B)(6) 2013. The initial hernia was 7 cm, the recurrent hernia was 4 cm. During the reoperation on (B)(6) 2013, a 4 cm rupture was found at the median of the mesh. The mesh was explanted and a different type of mesh was implanted using onlay technique. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. After the surgery the mesh ruptured in the middle. The patient underwent a re-operation. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.